Event description:
It was reported the normal and fast speeds are broken. Issue was found during weekly audit. No patient involvement. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: service and repair evaluation: the customer reported that 05.000.008 normal and fast speeds are broken. The repair technician reported corrosion/rusting was observed on motor and housing parts. Button failure was observed on circuit board. Electrical cable got discolored. Foreign substance/debris was found. The cause of the issue is user error. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed device history: part # 05.000.008. Synthes lot # 008530. Supplier lot # 008530. Release to warehouse date: 19. Mar. 2024. Supplier: (B)(4). No ncr's generated during production.